Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the reported insertion difficulty. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the lead exhibited insertion difficulty in this implantable pacemaker header. Reportedly, it seems that the diameter near the positive electrode of the lead connection is large. The device system was able to be successfully implanted and remains in service. No adverse patient effects.